Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was detected on the tip of a 30 ml bd luer-lok¿ tip syringe before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: brown grease was observed on tip of syringe. DHR: 7027637-3/27/17 at blisterpak there were 19 inspections on 152 parts ad at print assy there were 19 inspections on 950 parts with zero defects found. Conclusion: it's possible that during the printing process the syringe rides on chains. The chains on the printing process are oiled for preventative maintenance. When the chains are oiled for maintenance it is possible that there was excess oil on the chains where the syringe sits and if not cleaned properly oil dripped on the tip. A retraining reminder was performed with operators for over greasing outfeed chains and proper cleaning. Mechanics/technicians will be shown the complaint sample and remember to use caution when oiling the printing chains to avoid contaminating syringes.